Event description:
It was reported that the patient recently had a cardiac pacemaker implanted, used stimulation for one hour, and was then unable to feel stimulation. She tried to increase stimulation and felt nothing. When she tried to decrease stimulation the display showed a "call your doctor" icon. An out-of-regulation condition was reported. Additional information received reported that although the impedances were good, the patient only felt stimulation from electrodes four through seven, and even then only felt stimulation at about a quarter sized area along her spine. The patient was cardioverted during the pacemaker implant, and associated the change in paresthesia to the cardioversion.

Event description:
Additional information received reported that the patient had communication issues when trying to charge with no coupling bars seen "filled" on the recharger unit. The antenna locator feature was then utilized with a range of 22-32 which was low and could cause difficulty charging. Interrogation with the clinician programmer indicated that an average of 3 coupling bars was seen for the last 6 charging sessions. Subsequent information received which reported the patient had their lead replaced due to migration downward and that the neurostimulator was repositioned because it was found to be tilted. The pacemaker was not indicated as a cause of the event but it was noted that the patient had lost a significant amount of weight. Following the replacement surgical procedure, the patient was reported as getting good coverage for pain therapy.

Manufacturer narrative:
Lead: model 377845, lot# v523841004, implanted: 2010 (B)(6), explanted: unknown. Lead: model 377845, lot# v523841005, implanted: 2010 (B)(6), explanted: unknown. Accessory: model 37092, lot# 255730001. Accessory: model 37752, serial# (B)(4). Programmer: model 37743, serial# (B)(4).